Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the iliac arteries were moderately tortuous and calcified. An introducer sheath was used to insert the device. After the stent graft was deployed and during removal of the delivery system, it caught on some calcium and dissected the patient's common and external iliac arteries. The remaining stent graft components were implanted in an attempt to seal the dissection; however, that was not successful. The physician elected to convert the patient to open surgical repair. The surgical conversion procedure was successful and the patient was reported to be doing fine. No additional sequelae were reported.

Manufacturer narrative:
Evaluation results: pt's condition affected effectiveness of device (tortuous and calcified iliac arteries). Inherent risk of procedure (arterial trauma/dissection/perforation). Conclusion: device failure/lack of effectiveness related to pt condition (tortuous and calcified iliac arteries).